Manufacturer narrative:
Initial and final MDR 1897434 - MDR 3003442380-2024-10713 - device 3 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that, the patient experienced issues with 5 infusion sets, all of the same type. The cannula of the infusion set was reported to be kinked. The event dates were recorded as (B)(6) 2024. Three out of the five events patient noticed symptoms within 12 hours of insertion, while the other noticed symptoms the following day. The infusion set was inserted in the abdomen, and the patient regularly rotated the site location. The site area was not impacted in any way, and the patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient's blood glucose at the time the issue was noticed ranged from 390 mg/dl to 400 mg/dl. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.